Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 315 mg/dl with moderate ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. It was alleged the pump experienced an intermittent power issue. This complaint is being reported because the alleged malfunction contributed to the reported serious injury.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015 - product analysis: the device was returned and evaluated by product analysis on 10/02/2015 with the following findings: the power complaint could not be duplicated with investigation. Review of the pump¿s black box revealed unexplained rebooting events on 09/05/2015 at 20:54; deliveries resumed on 09/06/2015 at 04:28. The pump¿s total daily dose history was appropriate per the user programmed delivery settings. No battery compartment damage was observed. The returned battery cap was undamaged and within specification; the cap attached properly to the pump and a power issue was not observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components.